Manufacturer narrative:
Falsely depressed creatinine test results were obtained for two patient samples and one falsely elevated gentamicin test result was obtained for one patient sample from an atellica ch 930. The operator inspected the system and found a wash probe on the reaction washer was dripping. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse observed droplets from the reaction wash probe 4 were dripping into the reaction cuvette. The cse replaced the supply tubing to the probe (sp tube manf r-4d to htr cw4 and sp heater circulation assy) to resolve the issue. The cause of the discordant test results was a leak at the reaction wash probe 4. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Falsely depressed creatinine test results were obtained for two patient samples, and one falsely elevated gentamicin test result was obtained for one patient sample from an atellica ch 930 analyzer after there was a shift in quality control (qc) results. The initial test results were not released to a physician. The same samples were repeated on an alternate atellica ch 930 analyzer. The repeat test results were released to the physician(s) and considered correct. There are no known reports of patient intervention or adverse health consequences due to the event.